Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The left iliac artery measured 11-12-11 mm in diameter with mild calcification. The right iliac artery measured 10-12-13 mm in diameter with mild calcification. The distal aorta was approximately 20 mm in diameter it was reported that the final angiogram showed what appeared to be a blush in the right proximal common iliac. The physician stated there was heavy calcification in the proximal right common iliac. A reliant balloon had been used in the same area as the leak which may have contributed to the event. The physician stated that the event is anatomy related (calcification). Another endurant ii limb was implanted, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review: the cause of the reported blush seen coming from the proximal portion of the right common iliac artery could not be determined from the limited films provided. Analysis of the returned films did not reveal any device characteristics that could explain the reported event. The complete anatomy at implant could not be assessed, and other than a single image after the devices had been implanted, no additional films during implant were available. Images during ballooning were also not provided. It is possible that the reported ballooning within the heavily calcified iliac artery may have led to a fabric tear and type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.